Manufacturer narrative:
Results: the pet lock on the proximal end of the penumbra smart coil (smart coil) pusher assembly was intact; the pusher assembly was fractured approximately 131.0 cm and kinked approximately 61.0 cm from the proximal end; the embolization coil was detached from the pusher assembly. The introducer sheath friction lock was bonded to the mid-joint on the pusher assembly. Conclusions: evaluation of the returned device confirmed that the smart coil was stuck inside the introducer sheath. However, during testing, the smart coil was advanced through the introducer sheath without issue. The friction lock of the introducer sheath was bonded to the mid-joint of the pusher assembly, which was the likely root cause of resistance during advancement. Attempts to advance the smart coil against this resistance may have caused the hypotube of the pusher assembly to become kinked, and further straightening of the kinked hypotube may have caused it to become fractured. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the penumbra smart coil (smart coil) was stuck in its introducer sheath and the physician was unable to advance it out of the sheath. The physician did not use the smart coil in the procedure. The procedure continued using a new smart coil.